Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The moisture trap was found defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Evaluation of received event log confirms alarms indicating a high pressure situation at the date of event . No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated alarms for high pressure. There was no patient harm. Manufacturer's ref.#:(B)(4).